Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, multiple right ventricular noise reversion episodes were noted. The source of noise could not be identified on egms as egm displayed rv bipolar vector instead of the v sense amp. It was discussed to bring the patient in clinic for device reprogramming. Patient was asymptomatic. Related manufacturer reference number: 2938836-2019-15427.